Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that battery compartment was corroded, which was found after battery alarm was received. It was also reported that battery compartment was cracked. Customer's blood glucose was 47 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No any alarm about battery noted. No corrosion was found on the battery tube noted. The insulin pump was received with severely scratched display window, cracked case at the display window corners, cracked battery tube thread sand cracked reservoir tube lip.